Manufacturer narrative:
Section a4 information not available. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the pump was making a rattling sound. Based on the video that was sent it appeared that the notch on the pump was too big for the screw. The clinician attempted to reseat the pump, verified it was seated correctly, changed the motor and eventually did an entire circuit change as the sound did not resolve. Changing the entire circuit resolved the issue.